Event description:
It was reported to depuy arcomed that in 2000 a surgeon implanted a songer cable for fusion c1/c2. During an x-ray follow up in 5/2001 rupture of the cable was noticed. In 2001 pt was revised, this time surgeon used a double cable. In 7/2001 and 1/2002 there were x-ray follow-ups with no anomaliles. In 6/2003 there was a rupture of the double songer cable visible. As surgical intervention occurred an MDR is being filed to document this event.